Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory. Physio cleared the event code from the device's memory and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they pulled their device from service due to unspecified issues. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.